Event description:
Pt had triple bypass in 2001. There was a leakage in the mitral valve which was repaired. A ring was put on the valve. A month later there was staph infection. Pt was hospitalized. An incision in the sternal area was made to drain the abscess. Later pt developed congestive cardiac failure and mitral stenosis. A repeat surgery was done and the ring was replaced with a porcelain type. During the surgery the right lung was punctured and hence lobectomy was carried out. The pt bled profusely and had to be transfused with 3000 cc of blood. The bleeding however continued. Pt was taken back to surgery where they passed on.